Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 2.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. There was contrast in the shaft and the balloon. The balloon was loosely folded. Functional testing consisted of attaching a water filled inflation device to the hub of the returned device. The balloon was inflated to rated burst pressure (rbp) for 5 minutes, without any loss of pressure. Microscopic inspection of both the balloon and markerbands found no irregularities or defects. Microscopic inspection found no irregularities or defects to the tip of the device. Microscopic inspection found no irregularities or defects to the proximal weld. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 2.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.